Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. Visual inspection revealed the pigtail adapter was physically damaged and the pigtail adapter pins 4 and 5 had burn marks. Carefusion replaced the pigtail adapter to address the reported issue.

Event description:
It was reported to carefusion that when the unit is plugged up to the ac adapter, it shorts the ac adapter. While in service, it was discovered that the ac adapter had a burnt component. This reportable issue was discovered while in service, therefore there was no patient involvement.